Event description:
It was reported that the pt expired after an implant duration of 10 days. Reportedly, the device was implanted in 2008. It is unk if the pt's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.